Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model pvf-m perceval plus heart valve at the time of manufacture and release. The manufacturer is following up with the site to retrieve further information regarding this event and the device involved. A follow up report will be provided upon receipt of any further information.

Event description:
The manufacturer was informed of the following event through mantra study. Based on the information received, perceval plus sutureless aortic heart valve, pvf size m was implanted in the patient on (B)(6) 2023 through median sternotomy. No other concomitant procedures were performed. As reported, the patient experienced complete av block resolved with permanent pacemaker implant on (B)(6) (ref # (B)(4)). Pulmonary embolism started on (B)(6) 2023 which led to acute heart failure and prolonged hospitalization. Based on the information available, medication was added, and problem was resolved. On the same day, the patient experienced pulmonary infection and pericardial effusion due to mispositioned atrial lead, which was resolved with pericardiocentesis.

Event description:
Sutureless aortic heart valve, pvf size m was implanted in the patient on (B)(6) 2023 through median sternotomy. No other concomitant procedures were performed. As reported, the patient experienced complete av block resolved with permanent pacemaker implant on (B)(6) (ref#: (B)(4). Pulmonary embolism started on (B)(6) 2023 which led to acute heart failure and prolonged hospitalization. Based on the information available, medication was added, and problem was resolved. On the same day, the patient experienced pulmonary infection and pericardial effusion due to mispositioned atrial lead, which was resolved with pericardiocentesis. Reportedly, patient had a history of systemic hypertension, moderate chronic lung disease, and was nyha class ii at the time of surgery. The site assessed the event as possibly related to the device and the initial procedure and also possibly related to primary conditions being treated.

Manufacturer narrative:
Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, based on the document review performed, no manufacturing deficiencies of the implanted perceval valve were identified. In addition, no device deficiencies were reported by the site. It should also be considered that embolism is a known and inherent risk associated with heart valve replacement with a bioprosthesis and the related surgical procedure, and it is listed among the potential adverse events in the perceval plus IFU. Furthermore, based on the assessment of the event made by the healthcare provider and reported in the study database, a relationship with the primary patient's condition being treated cannot be excluded. Should further information be received in the future, the manufacturer will submit a new follow up report.